Event description:
It was reported that during a percutaneous coronary stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal and mid left anterior descending artery (lad). An unspecified stent was implanted. Distal to the implanted stent, the physician attempted to advance a 3.5 x 16 mm promus element. The 3.5 x 16 mm promus element mr stent delivery system was advanced, but it was noted that the distal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal and mid left anterior descending artery (lad). An unspecified stent was implanted. Distal to the implanted stent, the physician attempted to advance a 3.5 x 16mm promus element. The 3.5 x 16mm promus element mr stent delivery system was advanced, but it was noted that the distal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: initial visual examination noted that the stent was damaged at its proximal edge, a number of struts were stretched. This type of damage is consistent with some from of restriction having occurred. The balloon was tightly wrapped and was not subjected to positive pressure. No further damage was noted on the returned device. No kinks or damage were noted on the hypotube / shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).